Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer's mother reported via phone call that the customer had high blood glucose. Customer's blood glucose was 562 mg/dl. Customer's blood glucose at time of call was 314 mg/dl. During troubleshooting, found the cannula was bent. After troubleshooting, customer will not be returning the device for analysis.